Event description:
Caller states the pt tested 3.4 inr on the coaguchek xs system and 2.6 inr on a comparison lab during a correlation study. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.